Event description:
Customer alleged after charging and turned on mpj, customer claims smoke smell from joystick. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtq3-cg, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the consumer turned on the joystick, after charging, the consumer alleges it started to smell like smoke and then no power. Consumer did not see any smoke, just the smell. Dealer to obtain warranty quote prior to getting a RMA for the return of the joystick to invacare for an inspection and evaluation. No injury alleged.